Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient was admitted to the hospital for brady rhythm. The device could not be interrogated due to apparent eos (end of service). It was noted that the device had not been checked for three years and therefore the eri (elective replacement indicator) date was unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 507652 implantable pacing lead, implanted: 2003-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.